Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 520 mg/dl; cause was not known. Ketone level was mild. Infusion set tubing was observed to be discolored/purple. All of the pump supplies were changed and a bolus was delivered. Bg lowered.